Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she was having problems with the sensor and the insulin pump did not alarm when her blood glucose levels dropped below 24 mg/dl. Attempted to troubleshoot, but the customer's insulin pump reports did not upload into the carelink system. A different lot of sensors were sent for the customer to try.